Event description:
It was reported that an occlusion alarm occurred. The customer declined further troubleshooting with tandem technical support, no further information was provided. Customer's blood glucose was 126 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.